Event description:
Caller states the pt tested 7.2 inr on the coaguchek s system while a comparison lab returned as 3.3 inr. No treatment info provided. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in a foreign country.